Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during a follow-up on the device, post-paced t-wave oversensing was detected on the ventricular lead. Reprogramming was recommended. Device remains implanted.